Event description:
In attempting to dock the intuitive robot for a robotic-assisted laparoscopic prostatectomy, the patient cart would go forward a few inches, then alarm, and the screen would read "fault." It was determined that the fault was due to either a short in the red cable between the cart and the console or by dust in the cable connections. All connections were cleaned and the robot worked without fault.